Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.

Manufacturer narrative:
This event occurred in (B)(6). The occupation is lay user/patient.

Event description:
The patient stated that he received an erroneous result when testing with coaguchek xs meter serial number (B)(4). The customer stated that the meter values are normally very accurate when compared to the laboratory value, but a bigger difference is seen with the new test strips he is using. The patient tested a sample on the meter and the result was 7.4 inr. The 7.4 inr value was reported to the patient's physician. Less than 2 hours later, a venous sample was collected from the patient and tested in the laboratory using the neoplastine method on a stago sta-r evolution analyzer, resulting as 5.2 inr. The patient's warfarin medication was lowered. No adverse events were alleged to have occurred with the patient. The patient's condition is currently well. The patient's therapeutic range is 3 - 4 inr. The meter controls passed. The patient's product was requested for investigation and replacement product was sent to the patient. The patient's meter and test strips were provided for investigation. The test strips and vial showed no defects. The meter appeared undamaged and clean on the outside. The returned test strips were measured with the returned meter in comparison with the current test strip master lot. For this purpose two human blood samples from marcumar donors and internal reference meters were used. Results: donor 1: master lot with reference meter: 2.6 inr; customer strips with customer meter: 2.7 inr. Donor 2: master lot with reference meter: 2.5 inr; customer strips with customer meter: 2.5 inr. The maximum difference between measurements with the same blood sample was 4%. The returned customer material and retention material comply with specification.